Event description:
It was reported that this right ventricular (rv) exhibited a high out of range pace impedance measurements and there were concerns loss of capture (loc). Technical services (ts) was consulted, provided a review of the presenting electrogram (egm), discussed that there appeared to be loss of capture (loc) as following with every paced complex there is a larger signal most likely indicative of an intrinsic rv beat. The rv output is set to a high capture threshold. The health care professional (hcp) will discuss with the physician. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited a high out of range pace impedance measurements and there were concerns loss of capture (loc). Technical services (ts) was consulted, provided a review of the presenting electrogram (egm), discussed that there appeared to be loss of capture (loc) as following with every paced complex there is a larger signal most likely indicative of an intrinsic rv beat. The rv output is set to a high capture threshold. The health care professional (hcp) will discuss with the physician. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.